Manufacturer narrative:
Conclusions: the insert accessory was returned and evaluated. Per the customer reported complaint, engineering observed that a .665 inch x .085 inch piece of the curved blade detached from the distal end. The blade fractured adjacent to the clamp arm pivot pin. Engineering concluded the pin and blade during harmonic energy activation, thus causing the blade to fracture. No other damage was found.

Event description:
It was reported that during a da vinci si hysterectomy procedure, a piece from the harmonic ace curved shears insert accessory installed on the harmonic ace instrument, broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.